Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d9, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: failure of the water leak test. A root cause could not be identified. Based on the investigation results, it is likely that the following led to the malfunction: the plug was not working due to a damaged focus button, and it failed the water-leak test. The most probable cause of this complaint was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device was not working when plugged in. The issue was found during a set up / inspection for use. There were no reports of patient harm.